Event description:
An account reported that during a laparoscopic procedure with the argon plasma coagulation (apc) applicator, a pt's stomach area was unintentionally burned. The injury was apparently caused by the applicator's insulation being compromised. The pt's abdominal cavity had to be opened to evaluate the injury. No further intervention was needed.